Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with injections of vancomycin and fortum (1g, discontinued, routes, frequencies not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.